Event description:
In 2001, the user facility's surgeon informed the distributor's sales rep of the following: pt had pain and swelling by device site. Pt was brought in for a blood culture to rule out infection. The physician explanted the device to find splits in the device catheter.